Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited noise. Multiple tachycardia episodes were detected due to noise but no inappropriate high voltage therapy was delivered. It was noted that lead diagnostics were stable. The lead was capped and replaced on (B)(6) 2018 with no complications. Patient was doing well.